Event description:
Injuries to (lips and) mouth (cuts etc) [mouth injury]. Injuries to lips (and mouth cuts etc) [lip injury]. Metal pin that locks the interchangeable head has broken and as such the heads do not remain on the device - oral-b [device breakage]. Male consumer via e-mail stated that the metal pin that locks the interchangeable head on his oral-b genius 9000 broke and the heads do not remain on the device when operating. This caused two injuries to his lips and mouth (cuts, etc.). No serious injury was reported.

Manufacturer narrative:
(B)(6) 2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Injuries to (lips and) mouth (cuts etc) [mouth injury]. Injuries to lips (and mouth cuts etc) [lip injury]. Metal pin that locks the interchangeable head has broken and as such the heads do not remain on the device - oral-b [device breakage]. Case description: male consumer via e-mail stated that the metal pin that locks the interchangeable head on his oral-b genius 9000 broke and the heads do not remain on the device when operating. This caused two injuries to his lips and mouth (cuts, etc.). No serious injury was reported.